Event description:
Major pump unit(s) involved: drive unit failure.additional text: driveline, silicone casing pulled away from the metal portion of driveline. No alarms.specific component(s) involved: driveline malfunction.additional text: driveline, silicone casing pulled away from the metal portion of driveline. No alarms.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : clam shell repair.implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction